Event description:
Medtronic received a report that the pipeline failed to open in the proximal and middle sections. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid artery. The patient's vessel tortuosity was moderate. The landing zone was 4.18mm distal and 5.07mm proximal. It was reported that the proximal and middle sections of the device were positioned in a bend, and more than 50% was deployed when it failed to open. The pipeline had been resheathed two or less times. No additional steps were taken to open it. It was noted that this was the second pipeline that was used in the procedure. The doctor preferred to tunnel 2 pipelines per aneurysm, and the first pipeline was placed successfully. The patient did not experience any injury or complications. The devices were not prepared is indicated in the instructions for use as they were prepped and flushed on the back table. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield was returned within a shipping box; and within a plastic bio-pouch. There was no pushwire and phenom 27 microcatheter returned with the device for analysis. ¿visual inspection/damage location details: the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. No other anomalies were observed. ¿testing/analysis: n/a ¿conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the cause for damage could not be determined. It is possible that the moderate vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.